Event description:
It was reported that the patient was asymptomatic. It was noted that the patient received an auditory alert for high defibrillatory impedance on the right ventricular (rv) lead and presented in clinic. No other electrical anomalies were observed. No changes were made. The patient was just being monitored. There were no patient consequences.

Manufacturer narrative:
Correction: section h6: component code should have been "3079 - patient lead" instead of "4755 - part/component/sub-assembly term not applicable".